Event description:
It was reported that a malfunction alarm occurred. A replacement pump was sent to the customer to resolve issue. Customer¿s blood glucose (bg) level was ¿high¿ on cgm. The customer address elevated bg with a correction bolus via pump. The customer did not have an alternate method of insulin therapy available. Multiple attempts were made by tandem technical support to confirm an alternative method of insulin therapy was obtained; however no response was received.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.